Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit worked intermittently. The same device was used to complete the procedure with no adverse patient consequences.